Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during fixation of the prosthesis in a laparoscopic umbilical hernia procedure, the tip of the device would not articulate. The handle twisted in the first use and only a bit in the second. Most of the absorbable tacks were difficult to set correctly and majority of the tacks were thus badly set. Tacks fell into the patient's belly. They used a second device to recover the tacks from the patient's belly. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the both instruments noted the tube shafts were bent. Tacks were visible in the shaft of the first instrument. The second instrument was fully applied. The first instrument was applied to the appropriate test media. The remaining twenty-four tacks deployed and seated properly in the test media. The handle of the second instrument could be actuated and cycled properly .a review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of these conditions may occur if the instrument is applied with excessive force or side load, causing excess torque on the rotating helices and tube shaft which can cause poor tack penetration. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.